Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that cuvette film was stuck on the cuvette windows and the heat torch was sparking on a dimension exl with lm instrument. The customer replaced the cuvette windows. While attempting to replace the heat torch, a laboratory technician received a superficial burn on their left index finger. The customer reported that the laboratory technician did not power off the instrument and did not wear gloves at this time. The customer also reported low cuvette flow pressure readings. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse determined the instrument's existing cuvette heat torch mounting screw was slightly loose. The cse replaced the cuvette heat torch, adjusted the cuvette manufacturing pressures to acceptable limits, verified all cuvette windows were clean, and ran a successful system check. Siemens further investigated the issue and concluded the heat torch malfunction potentially caused the cuvette film to stick onto the cuvette window. Siemens determined that the laboratory technician did not follow the dimension exl with lm operator's guide, which indicates that a user must power off the instrument prior to and during the replacement of cuvette heat torch and this potentially caused the superficial burn to the technician's finger. As identified in first step of this part-replacement procedure, users are instructed to "power down the system. See "performing a controlled power shutdown" on page 493 in the appendix". The instrument is performing according to specifications. No further evaluation of this device is required. The email address inputted under g1 contact office (and manufacturing site for devices) or compounding outsourcing facility was arbitrary inputted to comply with the character limit. The correct email address can be found.

Event description:
The customer reported that smoke potentially emitted from a sparking heat torch on a dimension exl with lm instrument. The customer reported that a laboratory technician received a superficial burn to the left index finger while replacing the heat torch. The technician did not seek medical treatment and evidence of the burn is no longer present. There was also no impact to patient testing and the spark did not result in any electrical shocks to laboratory personnel. There are no known reports of adverse health consequences due to the event.